Event description:
Additional informations received that surgical intervention took place whrein the ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient received that replacement indicator on the external device. This is all the information available at this time.

Event description:
Additional information received that ipg is inoperable. Patient will require replacement.